Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 47 mg/dl and treated with (B)(6) and applied calamine. Customer reported that reservoir retainer ring was broken. Reservoir was not able to lock in place. Customer declined to troubleshoot for low blood glucose level. Customer reported that the reservoir compartment was damaged. It was unknown that the customer was using the auto mode feature at the time of incidence. The insulin pump will be returned for analysis.